Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hypotension. Hypotension is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case specific circumstance as medication was administered due to the hypotension. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with recurrent grade 3-4 mitral regurgitation (mr) and 3 previously implanted mitraclips from 2019 for a second mitraclip intervention. Per the physician, the mr was recurrent due to disease progression from heart failure. T he previously implanted clips remained stable on the leaflets. A lateral leak was observed, and the objective was to implant one clip. It was noted that transseptal access was difficult. The clip was in the anatomy near anterior and posterior leaflet segment 2 (a2/p2) and was not placed on the valve. There was a sudden drop in blood pressure. Medication was administered and the blood pressure was stabilized, during which the magnitude of the patient's condition was assessed, and a large mitral leak and dysfunction of the right ventricle was observed. It was decided to discontinue the procedure. Per the physician, the hemodynamic conditions would not allow the clip to grasp or be implanted on the valve. Given these circumstances, the physician has not determined if another intervention should be performed. There were no technical issues with mitraclip, but it did contribute to the hemodynamic instability (hypotension).